Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was "high", specific value was not provided. Customer administered a correction injection via mdi.